Event description:
Additional information was received on (B)(6) 2012, when the patient's implanted product information was received from medical records at the implanting hospital.

Manufacturer narrative:
Brand name; model #, serial #, lot #, expiration date; device manufacture date; corrected data: the patient's product information was received from medical records which updates the product from what was reported on the initial report.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient had high lead impedance that was observed initially on (B)(6) 2012. The lead impedance value was reported to be 9500ohms. X-rays were reported to have been taken, but the physician indicated that he didn't see anything wrong in the x-rays. The patient's device was not yet disabled but would be at a follow-up appointment according to the physician. There is no known cause or patient adverse events known at this time. Although surgery is likely, it has not yet occurred. The patient's programming history was reviewed and it was noted that high impedance was first observed by the device on (B)(6) 2012, when the impedance value increased from 1704 ohms to 9822 ohms. Attempts were made to the implanting hospital for the patient's lead information, but were unsuccessful. Good faith attempts were also made to the physician for a copy of the patient's x-rays to review, but these were unsuccessful as well.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not list "30-day" report on initial report.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient had a full revision surgery on (B)(6) 2012, due to high impedance. Good faith attempts were made to have the explanted products returned for product analysis but were unsuccessful.